Event description:
The event is reported as: applier not holding clips. No pt injury reported.

Manufacturer narrative:
Sample returned for investigation but investigation is not complete at time of this report. A f/u investigation report will be sent when completed.